Event description:
The user facility reported that a 41-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced positioning issues. The device had gotten pulled back into the aorta when patient went to the restroom. The pump was turned down to p-2 and attempts were made to reposition at bedside without success. The patient was brought to the operating room (or) to attempt to reposition again; however, repositioning was once again unsuccessful. The pump was subsequently explanted. There was no harm reported to the patient.

Manufacturer narrative:
The investigation into the reported pump position issue was completed. The device was not returned for evaluation. Analysis of the field logs confirmed the position in the aorta at the end of the run. Based on the available information, the root cause of the reported event was patient movement. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.